Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. The 3.0x120mm sterling sl balloon catheter was advanced to the lesion and during the first inflation, the balloon ruptured at 4 atms. The procedure was completed with a non bsc 2.0x120mm balloon. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).